Event description:
It was reported during implant procedure that the left ventricular lead inner insulation was dismantled while attempting to remove the stylet from the body. The lead was replaced and the operation was completed successfully. The patient was asymptomatic and stable.